Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that urine is not draining into the leg bag but just sits in tube. When the patient empties the bag the urine flows but then the bags seem to stick together so it doesn't flow again. Pt experienced urinary tract infections as a result of the back flow of urine.